Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Cine imagining was performed which showed the patient's right ventricular (rv) lead had externalized conductors. The patient was asymptomatic. During the revision procedure on (B)(6) 2021, the patient's blood pressure became unstable and the physician elected to cap the rv lead and end the procedure. The patient was discharged in stable condition.